Event description:
The following description of the event was reported to carefusion by the foreign distributor via an e-mail based on an e-mail they received from the user facility. Pt on ventilation assistance for a parenchymal hematoma whom desaturated to 8%. Placing the pt at a risk of death. The ventilator stopped cycling and did not initiate audible alarms. Pt recuperated rapidly once positive pressure respiratory support was given utilizing a jackson circuit and ventilator change.

Manufacturer narrative:
On (B)(4) 2012, care fusion sent an e-mail to (B)(6) seeking additional information concerning the reported event. As of (B)(4) 2012, there has been no response from the carefusion international sales director. Event occurred at (B)(6) in (B)(6). Neither the user facility nor the distributor submitted a user facility/importer report to the manufacturer. Event were derived based on information provided by the distributor. (B)(4). The following information concerning the evaluation of the device by the user facility was provided by the foreign distributor via an e-mail, based on an e-mail they received from the user facility. The user facility evaluated the device and determined that the most likely root cause of the reported event was a faulty tran com alarm board. Once additional information is received an/or a device evaluation is complete, carefusion will submit a follow-up medwatch report.